Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the behavior was the intended functionality of the navigation system software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that, when the surgeon reached the lesion, there was a 1 centimeter gap in the magnetic resonance (mr) images on the navigation system. There was no delay in the procedure and no impact on patient outcome.